Manufacturer narrative:
No electronic connection method for manual capture workstation was available, for use by immucor technical support. The blood sample was from a donor, and further testing was not possible because there was not enough sample volume remaining. No extra sample vol to continue testing.

Event description:
On (B)(6) 2016, a customer site reported an unexpectedly positive cmv test when using capture-cmv on a manual capture workstation.